Event description:
Caller reported a cgm error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the reset process. After resetting, the pump did not display the cgm error code again, and the caller successfully started their sensor session.